Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on (B)(6) 2014, the patient experienced a blood glucose of 500 mg/dl with no symptoms associated with the buttons being over-responsive. It was reported that there was an under delivery of insulin due to the ok button being over-responsive. Reportedly, there were cancelled boluses causing the patient¿s bg to rise. The reporter stated that the patient remained on the insulin pump and self-treated with insulin via their pump. This complaint is being reported because the patient allegedly experienced hyperglycemia due to cancelled boluses due to the buttons on the keypad being over-responsive.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: visual inspection revealed that the keypad cover was intact. The ok keypad button was hypersensitive to button presses. The contrast, up arrow, and down arrow keypad buttons responded normally to button presses. A review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The keypad cover was removed, and the ok button contact was found to be inverted. No other button contact defects were observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.